Event description:
The customer contacted stryker to report that their device would intermittently not stay powered on. Upon evaluation of the customer¿s device, stryker determined that a device malfunction did not occur. After further evaluation of the electronic records from the customer¿s device, stryker observed that the device experienced abnormal power switching, which could present as an unexpected loss of power. In this state defibrillation therapy may be delayed or unavailable if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer did not provide further patient information is available. Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. The electronic records from the customer's device were downloaded and evaluated and no unexpected power offs were observed. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. After further evaluation of the electronic records, it was observed that the device was not properly recognizing the ac power adapter (acpa) connected to the device. There were excessive improper battery switching, which present like an unexpected loss of power to the user. Stryker determined that the cause of the reported issue was due to the customer's acpa. The acpa was replaced by the customer to resolve this.